Event description:
In surgery, while performing endoscopic vein harvest during a coronary artery bypass procedure, the maquet hemopro harvesting tool was not functioning properly. The harvesting tool was not cauterizing collateral vessels from the vein that was being harvested. A new harvesting tool was opened and it worked as expected. The faulty item was removed from the room and given to the clinical product coordinator. The company rep was notified (but its unclear if the device was turned over to the company rep or not).